Event description:
It was reported that this pacemaker was exhibiting noise signals and pacing inhibition on the right ventricular (rv) lead. The patient experienced an asystole. The lead will be revised in the future. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting noise signals and pacing inhibition on the right ventricular (rv) lead. The patient experienced an asystole. The lead will be revised in the future. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device experienced oversensing.